Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (display issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: during investigation, the pump powered on with a clear legible display. The complaint of a corrupted numbers on the display was not duplicated during testing. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. There was evidence of moisture corrosion in the battery compartment. A leak test was performed and revealed a battery compartment leak. The pump was opened and no further moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.